Event description:
It was reported that the device had a downstream occlusion seal that was bubbled and peeling away. There was no patient involvement. The product fault occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify and duplicate the reported problem. The downstream occlusion seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.